Manufacturer narrative:
Visual inspection of the returned device showed the shuttle cartridge was disengaged from the handle and the sealant sleeve was pulled back against the shuttle. The sealant was not returned with the device. The advancer tube was separated from the device. Damage was observed at the proximal tip of the advancer tube. The deformed features indicated that the advancer tube may have been forced back over the tamp lock. Further investigation revealed excess adhesive fillet around the distal edge of the proximal tamp lock which might have prevented the advancer tube from properly engaging the tamp lock. The presence of an adhesive fillet around the distal edge of the proximal tamp lock was a probable contributing factor for the failure to deploy. The review of the lhr (lot f1234002) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the providing information and the investigation performed, the probable root cause for the reported event could have been from the excess adhesive fillet/taper around the distal edge of the tamp lock preventing the advance tube from properly engaging with the tamp lock.

Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the femoral head via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presents of pvd/calcium at the access site and the vessel size to be approximately 7mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped and deployed per the IFU. It was reported that when the sheath was retracted there was no advancer tube present. The device was removed and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.